Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) had a damaged connector pin. They stated because the ins recharger (insr) was dead, they could not charge the ins which was now also dead so the patient had been without stimulation. A replacement dtc was sent. No further patient complications were reported as a result of this event.